Event description:
The physician inserted the guide wire into the patient advanced the guide wire tip into a small branch of the right posterior lateral branch. The physician inserted a pre-dilitation balloon through a previously placed stent. The physician inserted a stent delivery catheter and placed the stent in the distal right coronary artery. The physician had difficulty with the guide wire. The guide wire kept moving backwards and had to be repositioned. The physician inserted and placed a second stent. The physician observed on the floroscope that blood was pooling beyond the small branch. The physician injected dye and noted that the blood flow was brisk into the pericardium. The pt reacted with following blood pressure. The physician inserted a pericardialcentesis needle and removed 500cc of blood from the pericardium. The physician was then assisted with an interventional radiologist and placed an occlusion coil to successful seal the vessel. The physician then inserted a third stent proximally. The physician removed the stent delivery catheter. The physician inserted a post dilitation balloon and dilated both stents that had been successfully placed. The patient was sent for observation. The physician had to perform another blood removal from the patient's pericardium, and successfully removed another 100cc of blood. The patient was sent home two days later with no further complications.